Event description:
Information was received indicating that during testing, a smiths medical cadd ms3 pump exhibited system fault. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. During power up and testing, the device failed during lead screw test and alarming with an error code 50 on the screen display. The error code 50 was indicating a problem with lead screw. Further investigation determined that the lead screw and downstream occlusion sensor was damaged. The root cause of the reported issue was found to be a damaged lead screw and the downstream occlusion sensor. Actions were taken to mitigate the reported issue: replaced the lead screw assembly, downstream occlusion sensor and the rear housing.